Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event as the call was disconnected, and further contact with the customer was not possible due to calling restrictions.